Event description:
Related to MFR report #s 2183959-2012-00241 and 00240. The pt was implanted with an ams miniarc sling on (B)(6) 2008. It was reported that the pt experienced mental and physical pain and suffering, has sustained permanent injury, physical deformity, and the loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.